Event description:
While removing the patient's spinal catheter, the catheter sheared off and an 18cm portion was retained in the patient's spinal column. Following neurosurgery consult, the retained catheter portion was felt to be of little clinical significance and surgical intervention was not recommended. While this patient did not have any adverse outcome, other practitioners may be experiencing breakage problems with this particular type of spinal catheter.